Event description:
During inspection of inventory returned from the distributor indicating "items not needed" it was noted that the retention bone-screw driver (39-sp-0601) has a broken tip. Follow-up with the sales representative indicates that he does not recall specific information regarding the event in which this driver broke but it is believed that it broke during use but does not recall any tip being left in a patient. No additional information is available.

Manufacturer narrative:
H3 evaluation - tip fracture surface was examined with the aid of a 5x loop. The surface is jagged / non-planar. The cause for the failure is likely due to high torque / high bending moment application. This may have resulted in a sudden failure due to high force application, or may have been initiated in prior use subsequent to its ultimate failure. Device history review found 10 pieces of this lot were released for distribution on (B)(6)2015 (10 pcs) & (B)(6) 2015 (10 pcs) with no deviations or anomalies. Two year complaint history review found this to be the only report for this lot. No corrective actions are being recommended since parts from this lot have been in service since 2015.

Manufacturer narrative:
Patient information - unknown, date of event - unknown, other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
During inspection of inventory returned from the distributor indicating "items not needed" it was noted that the retention bone-screw driver (39-sp-0601) has a broken tip. Follow-up with the sales representative indicates that he does not recall specific information regarding the event in which this driver broke but it is believed that it broke during use but does not recall any tip being left in a patient. No additional information is available.